Event description:
It was reported that the patient experienced approximately six inappropriate shocks/therapy. Chest xray revealed that the right ventricular (rv) high voltage lead was located in the right atrium. R waves lined up with p waves on electrocardiogram and measured diminished sensing from implant. It was also reported that there was sensing on both atrial and ventricular signals and double counting. The rv lead was removed and replaced with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead was performed and no anomalies were found. The testing could not be performed due to the condition of the returned lead. The helix could not be extended. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.